Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a warning was triggered on the right ventricular (rv) lead due to a high threshold. There was also a high number of short interval counts (sic) and noise noted on the non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.